Event description:
It was reported that during the placement of the right ventricular (rv) and atrial leads there was in issue finding tissue with adequate thresholds and there was no capture at 10 volts. The leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).